Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed; however, a current test could not be performed due to an open circuit. It is possible that the open circuit was due to overheating of the unit. Based on the investigation performed, the reported complaint was confirmed. All aquatherm heaters are 100% inspected during manufacturing; therefore, a defect of this type would be detected prior to release from the manufacturing facility. It was determined that operational context caused or contributed to the reported defect.

Event description:
Customer complaint alleges "the unit is not heating up". The reported defect was detected prior to use. It is unclear if the reported defect was detected in the clinical setting. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer. However, the investigation of the device is still in progress at the time of this report. Samples were taken from the current production (aquatherm heater 091), the samples were inspected, and issue reported "unit is not heating" was not observed in the current manufacturing process, devices functioned properly. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. A follow up report will be submitted after completion of the investigation of the device sample.

Event description:
Customer complaint alleges "the unit is not heating up". The reported defect was detected prior to use. It is unclear if the reported defect was detected in the clinical setting. There was no patient involvement reported.